Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Ppf and sticker sheets record received. Ppf alleges dislocation with closed reduction, elevated metal ions and bone fracture. The unknown hip implant has been added to captured the allegation of a fracture as its unknown where the fracture was. If/when more information is received, the pc will be updated as needed. Doi: (B)(6) 2008 (stem); doi: (B)(6) 2011 (head and liner); dor: (B)(6) 2012 (right hip).